Event description:
Additional information was received that the damage was found after it was flushed as indicated in the IFU. There was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after opening the package, a hole was found in the tip end. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. The patient was undergoing surgery for treatment of an aneurysm. The access vessel was the femoral artery with a diameter of 8.2 mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of fg11150-0615-2x, lotno:228377861 ¿as found condition: the phenom 17 catheter was returned for analysis within a shipping box; within a plastic biohazard bag; and within an opened phenom 17 inner pouch. ¿damage location details: no damages were found with the phenome-17 catheter hub. No bent or kink was found with catheter body. The catheter tip and marker were examined; and no damage was found. No hole and separation were found with catheter distal end. No other anomalies were observed. ¿testing/analysis: the phenome-17 catheter total and usable lengths were measured to be within specification. The phenome-17 catheter was flushed, water exited from the distal tip. ¿conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ could not be confirmed as no defect was found with the returned phenom 17 catheter. No hole and separation were found with the returned phenom 17 catheter. The root cause could not be determined. It is possible the damage occurred during production, upon opening the package, when attempting to remove the product, or after removing it from the package. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.